Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device had a clutch error. No patient injury reported.

Manufacturer narrative:
Other text: additional information is provided in h.2., h.3., and h.6. Functional testing confirms the reported failure mode is confirmed. The pump goes into check clutch / plunger lever during occlusion test. The cause for this event is the leadscrew, clutch spring and both clutch halves were not operating as intended because of customer use. The service history review identified no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number:(B)(4).